Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence.no further information is available at this time.

Event description:
The consumer stated the string came out of some of the tampons during removal, and some of those tampons also fell apart and left small pieces inside of her. This event occurred with eight tampons. She sought medical assistance from her pcp. The doctor removed small pieces of tampon from inside of her and diagnosed her with bacterial vaginosis. The doctor placed her on oral antibiotic therapy and the infection is resolved. No further medical assistance is scheduled.